Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the right common femoral artery (rcfa) using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, while attempting to advance the knot of the first proglide device, a suture break occurred. When attempting to close with the second proglide, the suture came out of the vessel. A balloon catheter was inserted through the access site in the left common femoral artery (lcfa) over to the rcfa and inflated for tamponade. Some manual compression was also applied to the rcfa and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.